Event description:
It was reported the pt complained of pain at his ipg site. An sjm representative met with the pt and observed the ipg appears to be superficial. The pt has good stimulation therapy. Follow-up identified the pt underwent surgical intervention and his ipg was revised on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.